Event description:
It was reported there was a motor stall that never recovered. The event required hospitalization and an explant was planned. The logs were checked. The cause of the issue was not determined. The patient status was reported as ¿alive- with injury.¿ the patient was experiencing seizures and was in the intensive care unit (ICU) at the time of the report. The following symptoms or complications were reported as associated with this event: seizures, increased spasticity, and unspecified underdose symptoms. The location of the issue or symptom was the device pocket. Additional information received reported the patient was admitted to the ICU and the patient¿s health care professional (hcp) was wondering if the patient might be going through withdrawal. The pump was being used to deliver baclofen and was last refilled about 2 weeks ago. Additional information received reported the pump had numerous stalls over the period of 1-2 weeks. There was recovering in the stalls after many hours and varying intervals. The longest was more than 24 hours. The pump was replaced and the patient spent several additional days in the ICU. The patient was since discharged and was near baseline. The patient returned to the clinic on (B)(6) 2013 and continued to complain that the alarm on the pump was too quiet. The alarm was tested and was not audible unless within 6 inches of the pump. The first motor stall recorded in the event logs occurred on (B)(6) 2013 at 18:20 and recovered the next day at 23:53. A total of 7 motor stalls were seen in the event logs with the most recent occurring on (B)(6) 2013 at 23:36 with no recovery.

Manufacturer narrative:
Analysis of the pump found corrosion and/or wear and/or lubrication in the motor gear train. There was also a stall due to shaft-bearing in the motor gear train. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that never recovery. During destructive analysis, significant residue and shaft wear on the upper shaft of gear 2 was seen. There was also some residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly.

Manufacturer narrative:
Product ID: 8709, lot# l71609, implanted: (B)(6) 2000; product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the patient was nearly killed in 2013 due to the pump failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was taking 2000 mcg/ml baclofen at 1169.5 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.